Event description:
Per contact, the md turned the tube to establish patency and tried to remove the peg via traction method. The dome broke off and is in the patient. The md is watching the dome at the moment. Device was implanted over one year ago. Facility is filing medwatch. Received call from contact 02/2002 - patient passed the dome.